Manufacturer narrative:
Implant date - device not implanted. Explant date - device not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the anchor plate on the angio-seal device was out of the bypass tube when it was opened. The device did not enter the patient. The issue was noted before entering it into the sheath. The patient was stable, and the procedure was successful. The case was completed with another angio-seal device. Additional information was received on 19dec2019. Hemostasis was achieved with the second device. An 8fr procedural sheath size was used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, and to provide the completed investigation results. One 8fr angio-seal vip device was returned for product evaluation. Only the carrier tube assembly was returned. No poly foil pouch was returned. Visual inspection revealed that it was noted that the bypass tube found to be displaced on the carrier tube assembly and was proximal to the manufacturing slit; the anchor was exposed. The deployment sleeve was in the forward lock position. Dried blood-like substances were noted on the anchor and collagen. No other visual anomalies were noted. Functional testing was performed by repositioning the anchor and sliding the bypass tube over the distal tip of the carrier tube assembly and anchor. The bypass tube was able to be fit over the anchor and carrier tube assembly. Dimensional testing was performed. The inner diameter of the bypass tube at the distal end was measured and found to be 0.109" which was within the manufacturer specification. All measurements were within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the poly-foil pouch was not opened completely when attempting to remove the carrier tube assembly which may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.